Event description:
According to the complainant, a replacement procedure was performed in the fluoroscopy room on a female patient. During the replacement procedure, the device was stretched with an obtulator as defined in the dfu. After insertion of the device, contrast media was injected to confirm the device was placed in the targeted position. Under perspective image, contrast media was flowing into the stomach properly. However, contrast media was stuck around the inner bolster. After several attempts of injecting contrast media and moving the catheter up and down, spo2 of the patient "went down" and the patient face became pale. It was thought the "device was inserted wrong". When the sr visited the hospital for follow-up, the patient had a slight attack of fever after the incident. After the incident, a drainage tube was implanted (as a replacement) into the patient over a gastrostomy tube. The physician has been observing the patient condition with ivh (intravenous hyperalimentation), abrosia and antibiotic. Also, the physician didn't claim this event on the device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.